Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue with the cubie pocket. A field service engineer stated that a technical support specialist dialed into the station and fixed issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had drawer and pocket failure. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.